Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history review confirmed that there were no abnormalities, special adoptions, or variations in the manufacturing process of this device. As general information, when the device is connected while the power is on, and rush current flows to the charge couple device (ccd), the ccd is damaged and makes it impossible to use. Important information given to user in labeling as please read before use: precautions against frozen or lost endoscopic images ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable. A definitive root cause could not be determined for the issue of this device. It is likely that the cable breakage led to the issue.

Manufacturer narrative:
There is no additional information available for this event yet. Event date is unknown. Supplemental report(s) will be filed as the information becomes available. The device is returned and a device evaluation is completed. User complaint is confirmed. The device yielded no image. There was also a cut on the cable. Cause of these issues could not be determined.

Event description:
As reported for this event, during preparation for use for a diagnostic procedure, the device had no image.